Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event: 246005,232035,232008, 233006, 233003, 233004, 233001 on start up. Technical event:246005 talls_alarmmonitordefect, technical event:232035 tabm_pfiltersensordefect, technical event:232008 tabm_pambientsensordefect, technical event:233006 tabpg_nebulizervalveerror, technical event:233003 tabpg_autozeropawfail, technical event:233004 tabpg_autozeroqawfail, technical event:233001 tabpg_autozeropventmonitorfail. No patient involvement.